Event description:
An adverse report was submitted regarding innomed part number 1790-02. The reporter classified the event as a malfunction, and according to the report, the rongeur broke intraoperatively into two pieces. The pieces were segregated and no injuries were sustained by the patient. The report contained no contact information, nor was the location of the event provided. No information describing the event has been forwarded to innomed by the reporter, and the device has not been returned for an evaluation. This report was discovered by performing an internal monthly survey of maude. Innomed in unable to perform a thorough investigation because the information provided by the reporter is limited.